Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) for high blood glucose (bg) levels (600-800s mg/dl) and was treated with intravenous drips. The customer thought that the pump was not delivering insulin. The customer was not admitted to the hospital and left the emergency room with a bg of 105-112. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.